Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the device's wire was found to be bent, and photos showed the tip of the wire to be slightly uncoiled. The device did not make patient contact, and there were no injuries or additional medical intervention.